Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete physician information.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:+ (B)(6).

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.